Event description:
A patient underwent a therapeutic egd procedure for gastric hemostasis. The resolution clip device did not grasp the tissue of the gastric mucos. The clip failed to release from the catheter to complete deployment. The clinician pulled the clip off of the mucosa. Two additional clips were attempted with the same result (please note associated medwatch reports: 6000048-2006-00109 and 6000048-2006-00110; attached). There was no reported injury or ill effect sustained to the tissue as a result of the clip being removed. The procedure was successfully completed using a competitor's device. There were no reported complications or ill effect sustained by the patient as a result of the deployment issue. The patient condition is noted to be fine.